Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The image(s) was reviewed,it can be seen that one of the set screws has loosened and therefore is confirmed. As the implant(s) was not returned; an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: the DHR of product code: 199721001. Lot : vk2111. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 03.10.2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the doctor performed an x-ray where it is evident that the cap is loose, which caused the mobilization of the 2 intersomatic boxes tpal, the doctor indicates that it will perform a tomography to make the operative plan of reintervention. The original implantation date was on (B)(6) 2019. Procedure outcome and patient consequence are unknown this complaint involves one (1) device.

Manufacturer narrative:
(B)(4). Pc: medical device removal.